Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the patient was hospitalized on (B)(6) 2017 for a high blood glucose exceeding 600 mg/dl. The patient experienced vomiting, dizziness, and abdominal pain. The patient was treating via insulin pump therapy and manual insulin injections. Troubleshooting was initiated for the insulin pump. There were no anomalies noted on the insulin, infusion set, reservoir, or insulin pump. A high pressure test could not be performed due to lack of a tubing clamp. The insulin pump was not returned for analysis.